Manufacturer narrative:
Device manufacture date: 13-jan-2015. Additional information was received that the patient underwent a revision wherein the ipg was relocated. The physician confirmed that there was no sign of infection. The patient was reportedly doing well postoperatively. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient was having pain at the pocket site, the ipg was more superficial, and started to break through the skin. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was having pain at the pocket site, the ipg was more superficial, and started to break through the skin. The patient will undergo a pocket revision procedure.